Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of an unused device was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 27-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). Device not returned, photo provided.

Event description:
It was reported via FDA medwatch / FDA user facility report # mw5103286 and the following information was provided: patient found to have a small bowel perforation after use of corpak. Additional information received 14-sep-2021 stated the patient is deceased due to co-morbidities (not related to feeding tube).